Event description:
A caregiver reported a high reading issue with the adc device. The customer subsequently experienced hypoglycemia symptoms described as convulsions, "strange noises", and a loss of consciousness. Paramedics were called and treated customer with drink and bread. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72222-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72222-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: it was determined on (B)(6) 2022 that on (B)(6) 2022, an abbott representative had become aware of the same adverse event as reported in this submission. As such, abbott diabetes care considers this (B)(6) 2022 to be the manufacturer's awareness date. There was no additional information regarding the adverse event provided.

Event description:
A caregiver reported a high reading issue with the adc device. The customer subsequently experienced hypoglycemia symptoms described as convulsions, "strange noises", and a loss of consciousness. Paramedics were called and treated customer with drink and bread. There was no report of death or permanent injury associated with this event.